Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was explanted due to oversensing caused by lead fracture. This device has been successfully replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned device was inspected and analyzed upon receipt at our post market quality assurance laboratory. Pacing, sensing and shocking functions were tested and the device was verified to operate as expected. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was explanted due to oversensing caused by lead fracture. This device has been successfully replaced. No additional adverse patient effects were reported.